Manufacturer narrative:
H11: the following sections were updated/corrected/added: a2, a3, a4, b4, g3, g6, h2, h6, & h11. H2: evaluation summary: the sensor was not returned as it remains implanted. All images and in-process manufacturing inspections and test results were reviewed. This sensor passed all functional and visual checks, and there was no sign of any abnormalities in its weld line inspections, integrity inspection, or hermiticity results. Additionally, the sensor passed interrogation after sterilization. Therefore, all build/testing documentation supports and provides evidence that this sensor was conforming to all specifications and functioning as intended prior to distribution. Based on the available information, the reported event was confirmed; however, the root cause could not be conclusively determined. Sensor failure is a known event and is addressed in the products risk documents with potential contributing factors including, but not limited to, large link-distance between the reader and the sensor. The event appears to be isolated in nature and endotronix will continue to trend complaints of this nature.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Following successful implant of the sensor, the reader was not able to detect a signal lock on to and calibrate the sensor. After multiple attempts and troubleshooting, it was determined that the sensor had failed. Despite these issues, the patient remains clinically stable with no clinical consequences and continues to take daily vital sign (bp, pulse oximetry and weight) readings utilizing the cordella heart failure system (chfs).